Manufacturer narrative:
The reported complaint of a suspected cool line catheter (lot # 184558) leak was confirmed during functional testing. A pinhole leak was observed at the proximal end of the proximal balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. A visual examination of the returned catheter was performed, and no physical damage was found on the catheter. Dried blood residue was observed in the balloons and luered tubings. During the functional pressure leak test all infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed 1.5 cm away from the proximal end of the proximal balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints reported for the cool line catheter with lot number 184558.

Event description:
A patient with subarachnoid hemorrhage received ivtm therapy for fever management. The cool line catheter (lot # 184558) was smoothly inserted into the patient's right internal jugular vein after the first attempt. The target temperature was set to 37°c. After seven days of ivtm therapy, the customer noticed the saline in the saline bag had decreased before the air trap alarm sounded by the thermogard console. A catheter leak and the infusion of 200 ml of saline fluid were suspected, as there was no saline leak observed in or around the thermogard console. The cool line catheter was removed and the therapy ended; also, the catheter had reached its maximum usage duration. No patient injuries were reported.